Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator. It was reported after several operations of moving the location of the battery, the wound was still not healed. The device was explanted. It was noted there was not more than 50% of symptom reduction. It was unknown what troubleshooting was performed and the cause was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the cause of the patient's wound not healing was unknown. It was also stated that the patient's status following the explant was "ok". No further complications were reported/anticipated.